Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced non-prophylactically indicating there were allegations of a product performance concern. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.